Event description:
Rptr alleged obtaining on her daughter a discrepant blood glucose result of 354 mg/dl back to back with a result of 100 mg/dl on the compact plus system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.